Event description:
The customer reported to olympus that the high flow insufflation unit was shut down on its own. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to faulty printed circuit board (cr board). The device evaluation found an alarm sound was generated and the front panel was stuck due to faulty cr board. Additional inspection findings include the following: the front pinch valve was chipped, and the rear panel was rusty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, phenomenon (1), ¿it is turned off automatically¿, was reproduced, and phenomenon (2), ¿alarm is generated, and the front panel is stuck¿, was confirmed. It was found that the cause of both phenomena was the faulty printed circuit (cr) board. It is recommended to replace the cr board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.